Event description:
Endograft iliac stent placement. Volcano catheter was used. The wire did not go through it. This is not the first time this has happened with the volcano catheter. This is one of 3 hybrid events regarding , reference # 88901. We searched the internet and found a 'medical device advisory notice' for this item dated 10/13/2018. No known formal notification by the company has been received. According to the UDI# (B)(4) is a batch number that is included in the advisory notice. No patient harm.